Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt316 cannula was not received by fisher & paykel healthcare (fph) for evaluation. Photographs of the complaint device received from the customer were visually inspected. Results: visual inspection of the provided photograph revealed that the left and right cannula tubings at the distal swivel grip that connects to the breathing circuit had become stretched and damaged. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt316 optiflow junior nasal cannula has torn on the tubing. The device was in use for about two hours. No patient consequence was reported.